Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 400 mg/dl. The customer was unsure of the cause of bg; however, alleged bg remained elevated when using the pump and there was an unspecified issue with the pump. Additionally, the customer does not change cartridges within the time frame in adherence with tandem labeling. The customer reported that alternate insulin therapy was available.